Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that and occlusion alarm occurred; cause was not known. The customer's blood glucose (bg) was elevated (value not provided) and ketones were present. Customer lost consciousness. Pump supplies were changed and a correction bolus was delivered to address bg. Customer did not go to the emergency room/hospital. Reportedly, customer was in the process of ordering a new pump.